Event description:
The customer reported that a xhibit central station would repeatedly power itself down due to an overheating issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer sent the device to spacelabs healthcare for depot repair. The device was evaluated and found to have a build up of dust in the interior and a faulty fan on the video card. Due to the age of their device and part obsolescence the xhibit central station was no longer repairable, and that the customer was advised they would need to replace the device. The failure was a result of a faulty fan on the video card.